Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) was informed that the system showed error stating the image disk was full. Clearing images and rebooting the system did not resolve the issue. The rse checked the logfile remotely and confirmed error related to ip pc image disk full. After rse recreated the image storage, the issue was fixed temporarily. Fse visited onsite, checked, and confirmed that the ip-pc was faulty. Fse replaced the ip-pc and 3 hard disks. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that image disk was full, clearing images and rebooting the system did not resolve the issue. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc (image processing pc) and hard disk drives were failing. The ippc and hard disk drives have been replaced and the system was returned to use in good working order.